Manufacturer narrative:
No product was returned for evaluation. The meter serial number and test strip lot number were not obtained. Multiple attempts were made to obtain addtional information, on 5/29/2025 and 6/6/2025, with no response. No investigation is possible based on the information provided.

Event description:
Point of care is reporting that a meter was used and received a result of in the 50's. The patient was then treated with a type of jelly meant to bring their blood sugars up. The customer ran a test, an indetrminate time later, and then received a result in the 300's. Another indeterminate time later, the floor staff used a different meter and again received a result in the 50's.